Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('bladder perforation') and intestinal perforation ('bowel perforation') in an adult female patient who had essure inserted for female sterilisation. Medical conditions: essure confirmation test(s) conducted, specify : unknown. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced bladder perforation (seriousness criterion medically significant) and intestinal perforation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the bladder perforation and intestinal perforation outcome was unknown. The reporter considered bladder perforation and intestinal perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter information added. This case become incident. Previously reported event injury to herself were updated bowel perforation/perforation, bladder perforation. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.